Event description:
Reported by the healthcare professional as a "port leak".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/feb/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This opening may have been the cause of the leakage. Analysis also noted a breakage in the port tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."